Event description:
Surgeon reports a lens exchange was performed due to the the patient's symptoms of glare, halos and decreased vision. The surgeon feels that glistenings observed in the lens may have contributed to these symptoms. Additonal information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; therefore, the complaint could not be confirmed. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation.